Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a blood collection device. The customer reports that while the rn was drawing blood on a patient the safety shield broke, which lead to the needle coming out of the patient and sticking the nurse's finger. The shield did break and a portion of the shield is still attached. The customer reports that as a result of the needle stick blood tests for (B)(6) were performed.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The customer report refers to product code 8881225190, with the reported lot number 14073011x; however, this lot number is not a valid manufacturing lot. A device history record review could not be performed because the lot number reported by the customer is not valid. The sample involved in the complaint event was received for evaluation. The needle was found out of safety clip and the shield was found broken. A portion of the shield is still attached and the shield was found with stress marks. An investigation was performed in the manufacturing process and no issues were found related to the condition reported in this complaint. As part of the investigation, samples were assembled in order to reproduce the condition reported and the only form of reproducing this condition was by stressing the shields until they break on both sides. During normal use of the shield, covering the needle with the safety clip, the shields will not be break since the length is sufficient to cover the needle without any problem and will not generate stressed marks. The possible root cause according to the test performed could be related to incorrect use of the product. A quality alert was generated in order to notify the personnel about the condition reported in this complaint and to prevent future issues. No corrective actions were taken at this time since this complaint has been identified as an isolated event and because the stress marks found in the sample received may have been generated due to the manner in which the product was used. This complaint will be used for tracking and trending purposes.